Event description:
It was reported that the patient underwent a l5-s1 posterior lumbar interbody fusion using rhbmp-2/acs to correct a degenerative disc condition. Between 2 and 3 months post-op, the patient's symptoms returned and worsened and included a drop foot condition in her right leg. An unknown time post-operatively, the patient reportedly developed ectopic" or "exuberant" bone growth onto or around the spinal cord, compressing nerves and resulting in intractable pain, weakness, and foot drop. Four months post-op, the drop foot condition allegedly caused a tear of the anterior cruciate ligament in the patient's right knee which required surgery 6 months post-op. MRI and CT imaging of the patient's lumbar spine confirmed exuberant bone in the lumbar spine, requiring revision surgery. The patient underwent a revision surgery 380 days post-op to treat the exuberant bone growth and reportedly will require additional revision surgeries. The patient has continuous pain in her back and legs from everyday activities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, the bone growth is continuing and the patient will need another revision surgery.

Event description:
It was reported that the patient underwent a l5-s1 posterior lumbar interbody fusion using rhbmp-2/acs to correct a degenerative disc condition. Between 2 and 3 months post-op, the patient's symptoms returned and worsened and included a "drop foot condition" in her right leg. At an unknown time post-operatively, the patient reportedly developed "ectopic" or "exuberant" bone growth onto or around the spinal cord, compressing nerves and resulting in intractable pain, weakness, and foot drop. 4 months post-op, the "drop foot condition" allegedly caused a tear of the anterior cruciate ligament in the patient's right knee which required surgery 6 months post-op. At an unknown time post-op, MRI and CT imaging of the patient's lumbar spine confirmed exuberant bone in the lumbar spine, requiring revision surgery. The patient underwent a revision surgery 380 days post-op to treat the exuberant bone growth and reportedly will require additional revision surgeries. The patient has continuous pain in her back and legs from everyday activities.

Manufacturer narrative:
(B)(4).